Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s implantable neurostimulator (ins) was running low and the healthcare provider (hcp) stated it was normal. The ins was scheduled to be replaced on (B)(6) 2016. The patient was not in a very good condition anymore and his parkinson¿s disease was pretty advanced. He was diagnosed in 2003 and the consumer noted it was progressing and slowly getting worse. The last couple of years had been harder and harder. He had been needing the help of a walker for a couple of years. The hcp stated that when patients get to this advanced stage of parkinson¿s disease they just can deteriorate quickly. The patient was admitted to the hospital on (B)(6) 2016 because of spells and episodes where he got very confused and his balance got worse. These episodes began the same day as admission. The consumer called the ambulance at noon that day because she could not handle the patient at all. He became confused when he was admitted to the hospital and for a couple of days he was in a very bad shape. The consumer was not sure if the patient knew what was going on. He was given medication and started to get better. Monday and tuesday were bad days, but wednesday, thursday, and friday were better. They also lowered the current on the ins a little bit to make sure he was not having any seizure from it. He seemed to be fine now and would probably be going to a nursing home on (B)(6) 2016. The consumer claimed the hospital stay was not related to the device, but it was related to the parkinson¿s disease. The consumer said there were no issues with the device. The patient¿s indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.